Manufacturer narrative:
(B)(4).

Event description:
An integrity bare metal stent was being used to treat a lesion. Device was removed from packaging and inspected prior to use with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was used. The stent was unable to cross the lesion and on removal from the patient the stent was damaged. Another medtronic stent was used to complete the procedure successfully. There was no patient injury.